Event description:
According to customer, 2 condoms broke during use. Customer's spouse is hiv positive, customer is hiv negative. Customer is subject to a 1 month medication treatment to prevent him from being hiv positive.